Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported that the device shows a red cross during a/c or battery mode. There was no patient harm reported.